Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We have recently received the complaint device and will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated with evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: only the mr290v vented autofeed humidification chamber, which is part of the rt340 adult dual-heated with evaqua breathing circuit kit, was returned to (B)(4) for investigation. The returned chamber was visually inspected. Results: the visual inspection revealed several small cracks on the side wall of the returned chamber. A lot check revealed no other complaints of this nature for lot number 100702. Conclusion: the damage observed is indicative of an external impact on the dome. All mr290 chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber. Dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The mr290 user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was found prior to patient use. No patient consequence was reported.